Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. The customer's blood glucose level was 200-299 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.